Event description:
The customer reported an uncontained fluid leak underneath the immage 800 immunochemistry systems, which leaked onto the counter top. Per customer this is a new instrument and they have not run patient samples only quality controls on it. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No injury or exposure (sprayed or splashed) to mucous membranes or open wounds were reported.

Manufacturer narrative:
On (B)(4) 20128, a field service engineer (fse) was on site and found a loose connection between the wash buffer supply and the syringe selector valve. The fse secured the fitting internal probe wash assembly. The failure mode of leak was the loose fitting internal prove wash assembly. (B)(4).